Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the biomed was unable to calibrate co2. There was no reported patient involvement.

Event description:
It was reported to philips that the biomed was unable to calibrate the heartstart mrx defibrillator etco2. There was no patient involvement.